Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2014 at 04:53:33. During drain cycle three the home patient drained 1661ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified during a review of the event history log. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external visual inspection was performed. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Upon conclusion of the investigation, the cause of the iipv event was one or more cycles advanced to the next fill when a slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.